Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The complaint review was not performed as there was no reported device malfunction associated with the steerable guide catheter (sgc). It should be noted that the mitraclip instruction for use states: do not use the mitraclip system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilized the system. Use of expired, reused re-sterilized devices may result in infection, endocarditis, and /or sepsis. As it was reported that the device was used after the expiration date, this is considered to be a user error. In this case, the use of expired product did not contribute to any device related reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter (sgc) used past expiration. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr), with an mr grade of 4. Before use, it was observed the expiration date for the steerable guide catheter (sgc) was 4/15/2020. Despite the observation, the sgc was used in the patient. The procedure as on (B)(6) 2020 and the sgc expiration date is 4/15/2020. The procedure was successful with on adverse events. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.